Manufacturer narrative:
Additional information was received, indicating the customer was completing the air removal step multiple times, and in the past was changing cartridges every 3.5 days. Customer was educated on the proper air removal process per the user guide, and now changes their cartridge every 3 days. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery changed investigation conclusions code from 67 to 61.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 293 mg/dl.